Manufacturer narrative:
Device evaluation by manufacturer: the device was returned for analysis. Upon visual inspection, it was observed that the balloon had not been inflated and remained tightly folded. Examination of the marker bands revealed no abnormalities. A thorough visual and tactile assessment of the shaft detected no kinks or damage. However, a similar examination identified damage to the tip.

Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was selected for transarterial vascular access interventional therapy (vaivt). Upon unpacking and taking out the device, the tip appeared to be detached. The procedure was completed with another device of a different lot. There were no patient complications as a result of this event.

Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was selected for transarterial vascular access interventional therapy (vaivt). Upon unpacking and taking out the device, the tip appeared to be detached. The procedure was completed with another device of a different lot. There were no patient complications as a result of this event.